Event description:
It was reported that during a surgery, the tip of a final vital driver fractured. This resulted in a 20 minute delay and they were unable to retrieve the fractured tip. The surgery was completed using other instruments and there was no patient impact beyond the tip retention.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has twisted and fractured. Root cause: a definitive root cause could not be determined, but excessive torsional forces applied to the driver during use could cause the tip to deform and fracture. DHR review: the DHR was reviewed. There was one non-conformance associated with this lot related to supplier documentation. The correct documentation was provided and the devices re-inspected. The device was likely conforming when it left highridge medical's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a surgery, the tip of a final vital driver fractured. This resulted in a 20 minute delay and they were unable to retrieve the fractured tip. The surgery was completed using other instruments and there was no patient impact beyond the tip retention.